Manufacturer narrative:
Initial reporter phone: (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after the right ventricle outflow tract (rvot) was ablated with the stsf catheter, the pvc changed, and patient¿s blood pressure decreased. Pericardial effusion was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to drain the fluid from the pericardial space. Blood pressure recovered to 110 after pericardial drainage. The procedure could be completed. There¿s no indication that prolonged hospitalization was required. The physician commented that the color of the venous blood suggests that the right ventricular septum would have been torn and that the rvot might have been over-ablated as 40 watts were applied for 120 seconds. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable,

Manufacturer narrative:
On 2/14/2021, bwi received additional information regarding the event. The patient is a 79-year-old female (50kg). The patient's condition improved. A manufacturing record evaluation was performed for the finished device 30427268m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).